Event description:
Cardiac arrest: on (B)(6) 2020 I underwent a liver biopsy to determine why my ceruloplasmin level was low at (B)(6) in the (B)(6) medical center. I arrived to my appointment with a negative sars cov 2 test in hand and wore a hand made facial covering. As I lay prepped and ready for the procedure the anesthesiologist and I had a conversation regarding heart arrhythmias. She was noticing the extent of my bradycardia in that my heart rate stayed at 48 beats per minute. She was also noticing the extent of my multiform pvcs, which are admittedly aggravated by stressful situations. I also informed the anesthesiologist that my heart has a tendency to beat even lower during surgery with its all time low being 20 bpm during a bunionectomy a few years prior. I felt it was prudent on my end to tell her as much as possible about me as my heart is not quite a normal heart due to all my years of being a distance runner. In light of my negative covid-19 test and my heart arrhythmias I asked if I could remove my facial covering. I was granted permission to do so and my facial covering was placed with my personal belongings. When the radiologist (dr. (B)(6) with (B)(6) college of medicine) entered the room to start the procedure she said that she could not start the procedure until I had a face mask on. The anesthesiologist tried to explain my heart arrhythmia situation to the radiologist, but the radiologist would not listen to her and so an n95 mask was placed on my face. The procedure started and ended well. After the procedure I was asked to lay on my right side (which is the recovery position for a liver biopsy). I woke up feeling horrible on my back. I was extremely sweaty and week and horribly nauseous. I asked what had happened. I was told that my heart rate dropped to 36 bpm and then it dropped to 0 for a matter of 12 to 20 seconds. I was flipped to my back so that CPR could be started, but thankfully my heart restarted on its own. I informed everyone I was extremely nauseous, but I was told that there wasn't anything that could be done for this due to something related to my qt something or other (I don't remember exactly what terminology was told to me). I repeated that I was extremely nauseous, but again I was told there wasn't anything that could be done for me. On my third statement of being horribly nauseated a vomit bag was given to me by my husband. A nurse was going to give me a bag on my second request but was told to stop by the head nurse. My husband saw where the nurse was heading to and quickly looked in that drawer and found the vomit bags. I removed my n95 mask and filled the bag after which I was wheeled into an ICU room for heart testing. I was given a chest x-ray, and echo, wore a holter monitor the entire night and had my troponin level tested twice. Nothing was found to be wrong with my heart and so I was released the next morning. I underwent a stress test and was told that my exercise tolerance was "excellent". Again, nothing wrong was found with my heart. I did have a CT scan in (B)(6) as a follow up to my liver biopsy. During the CT scan "right basilar subsegmental atelectasis" was found. Considering my heart arrhythmia I should have worn a full face oxygen mask instead of an n95 mask. As soon as I lost consciousness my mask should have been removed. N95 masks are dangerous and should not be used on patients with heart arrhythmias. FDA safety report ID# (B)(4).